Manufacturer narrative:
Ptc investigation result was received on 08-nov-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: lot c91743. Production date is july 2014 and expiration date 31-jul-2017. When the complaint narrative states "...device broke in half..." When describing a device event, it is difficult to determine the true nature and cause of the event unless additional detail is provided in the event description or product is returned for investigation. Uspv has requested additional clarification of this event. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 11/03/2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, at this point in time no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. At this point in time no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and device broke in half. This event, regarded as device breakage is non-serious and listed according to technical analysis. Single cases of essure breakage have been reported. In this particular case, limited information was provided. However, as it was reported that device breakage occurred during essure insertion; a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. Technical analysis concluded unconfirmed quality defect. According to medical technical assessment, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 16-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and device broke in half. This event, regarded as device breakage is non-serious and listed according to technical analysis. Single cases of essure breakage have been reported. In this particular case, limited information was provided. However, as it was reported that device breakage occurred during essure insertion; a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. Technical analysis concluded unconfirmed quality defect. According to medical technical assessment, there is no reason to suspect a causal relationship to a potential quality deficit further information could not be obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014; lot number used was c91743. It was reported that, on (B)(6)-2014, the device broke in half. The patient had no injuries and bilateral placement was achieved. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and device broke in half. This event, regarded as device breakage is non-serious and unlisted according to essure's reference safety information. Single cases of essure breakage have been reported. In this particular case, limited information was provided. However, as it was reported that device breakage occurred on the same day of essure insertion; a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. Follow-up information and product technical analysis are being sought.